Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump display went blank while he was attempting to deliver a bolus. His blood glucose was 176 mg/dl. No relevant damage or corrosion was found. The insulin pump had not been exposed to moisture, and neither dropped nor bumped. After instruction to insert a new battery, the display did not return. Following advice to remove the battery for ten minutes, clean the battery cap contact, allow to dry and reinsert the battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.